Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, it was reported that the wake button was delayed in responding to touch. Reportedly, the customer experienced an elevated blood glucose level that read "high" on the continous glucose monitor. The customer was subsequently hospitalized. Customer was given intervenous fluid of insulin to treat elevated blood glucose. No additional information was provided.

Manufacturer narrative:
B2: life threatening, required intervention; b3, b5, h6: add- 4607, 4617 remove: 2917, 4614.

Event description:
It was reported that intermittent occlusion alarms occurred. A reportedly, the customer experienced an elevated blood glucose (bg) level that read "high" on the continous glucose monitor with moderate ketone's. Ketone levels were identified as life threatening by health care provider. Elevated bg was addressed by a bolus via the pump. Ultimately, the customer went to the emergency room and was hospitalized for multiple occurrances between (B)(6) 2021 to (B)(6) 2022. Customer was treated with intravenous insulin. Multiple attempts were made by tandem technical support to gather additional information, however no response was received. No additional information was provided.